Manufacturer narrative:
As reported, the plug of the 5f exoseal did not expand, hemostasis failed. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile vascular closure device 5f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was pressed and the plug was not present in the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The device was received used and fully deployed without the plug, however, without procedural images, the type of failure reported cannot be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Per the instructions for use (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of the 5f exoseal did not expand, hemostasis failed. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the plug of the 5f exoseal did not expand, hemostasis failed. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.